Event description:
It was reported the pt experienced an increase in baseline pain. A volume discrepancy was noted with the actual residual volume of 12 ml and the expected residual volume of 3 ml resulting in 60% underinfusion. The drug in the pump was dilaudid and bupivacaine. The device was replaced. The hcp reported the pt experienced no injury.